Manufacturer narrative:
(B)(4). The results of the investigation are not available at the time of this report.

Event description:
The customer alleges that when placing a midline catheter and went to break the dilator/introducer the winged part broke off. The sheath was removed. No patient injury or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the sheath tabs breaking during use could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that when placing a midline catheter and went to break the dilator/introducer the winged part broke off. The sheath was removed. No patient injury or consequence.